Manufacturer narrative:
The pump user guide states: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 594-595 mg/dl and ketones. A correction bolus was delivered, an infusion set change was performed and a manual injection was administered to address bg. No damage was noted to the infusion set. Customer contacted a diabetes nurse who advised calling tandem technical support. Customer was concerned because pump had been exposed to an x-ray machine. Tandem technical support advised the customer against exposing the pump to x-rays. At the time of the report, customer's elevated bg was resolved and customer continued to use the pump for insulin therapy.